Event description:
Per the clinic, the device was explanted (date not reported) due to an extrusion. There are no plans to re-implant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.